Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of booting difficulty, the programmer locked at the "please wait" screen. The hard drive was reconfigured and the software was reloaded and updated. It was further noted that the power supply was intermittently noisy, the system fan was noisy and that the programmer displayed an error during the software reload. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer was very slow to boot up at times or would not boot up at all. The programmer was returned for repair. There was no patient involvement.